Event description:
Reportedly, the versastep sleeve fell apart when the trocar was placed into it, and a piece approx 1cm in length was left in the pt. The piece will be removed at a future date when the pt has another abdominal surgery.